Event description:
This patient was admitted for coronary angiography one week post mi and had two cypher stents placed in the proximal through mid circumflex artery (lcx). An additional lesion noted in the lad was not treated at that time. Approximately two months post index procedure, the patient presented to the hospital with non st-elevation mi and pulmonary overload. A repeat angiogram revealed that the cypher stents placed in the lcx were patent. The previously identified lesion in the lad was treated with the placement of a 2.5 x 13 mm cypher stent. Following implantation, it was noted that a plaque had shifted from the lad into the diagonal branch causing a 30% ostial lesion of the vessel. Flow through the vessel was timi iii; therefore, this was not treated.

Manufacturer narrative:
No additional patient, lesion or procedural details are available or forthcoming. The product is not available for analysis. Additionally, the sterile lot number is not known. No further analysis can be performed for complaints reported without a lot number and for which the associated products will not be returned. Plaque shift with the potential to affect unprotected side branches is a known complication of the coronary stenting. Based on the available information provided, it is not possible to determine a relationship between the reported event and the cypher select plus product. There are vessel, lesion and procedural factors that may have contributed to this event. Cypher select product is not distributed in the us; however, it is similar to us distributed cypher product.